Event description:
The physician used the 041 separator for 90 minutes and stopped when it was ineffective. The separator was reported as broken.

Manufacturer narrative:
The info that we have with regard to this incident was supplied by our distributor. We have not been able to contact the physician or hospital directly. The products were not returned to us and we are filing the MDR based on the info we have received. Language appears to be an issue and it is unclear to us whether "broken" means "damaged" or "didn't work as expected". (B)(4).